Event description:
Hcp reported "pin connector on to pump was torn at suture slot causing leakage." Patient experienced inadequate therapy with no relief of spasticity. Catheter replaced. Patient outcome was "improved therapy" post replacement.